Event description:
The customer reported that the intellivue multi measurement server x2 displayed a speaker malfunction inop. It could not be confirmed if there was still sound audible. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.